Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/03/2023. An investigation was conducted on 03/08/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood and of charred material were observed between the jaws. A microscopic evaluation was conducted. The gray silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw" was not confirmed. The lot # 3000291429 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the tip of the vasoview hemopro vh-3500, used for an endoscopic vein harvesting procedure, insulation off. The piece was not in the patient. It was noticed after the procedure was complete. The jaws of the harvesting tool were not open (even slightly) during the insertion. No resistance was noted. No procedural delay. No harm to the patient